Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Customer blood glucose level was 400 mg/dl at the time of incident. The auto mode feature was not active at the time of high blood glucose event. Customer reported symptoms related high blood glucose such as nausea, vomiting, abdominal pain, difficulty breathing. Customer declined troubleshooting for high blood glucose as they did not feel ok. Customer stated infusion set was leaked. The insulin pump will not be returned for analysis.